Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2014, after a routine pump replacement for end of life battery. The patient had woken up with withdrawal symptoms and presented to the emergency department. It was reported there was a catheter issue, it was unsure if there was a kink or hole in the catheter. The physician opened the pocket and disconnected the pump. He was able to aspirate the catheter through the pump connector with a syringe. The physician decided to replace the proximal segment of the catheter incase there was a puncture. The pump segment of the catheter (proximal segment) was replaced without a dye study. The event required hospitalization and surgical intervention. Symptoms related to the event included: pain, increased spasticity and underdose symptoms, dizziness and less than 50% therapy relief. The issue was at the device pocket. The pump system was delivering gablofen. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).